Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported loss of suction with a patient interface (pi) while laser was firing, on the right eye. The patient had photo refractive keratectomy (prk) instead of lasik on that same day. Procedure was completed.

Manufacturer narrative:
An incorrect method code was reported on manufacturer report number 2021-42191 and the correct code is being reported on this manufacturer report. A review of the device history record was traceable to the reported lot number indicating that the product was processed and released according to the product¿s acceptance criteria. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).